Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: the heater bag temperature failed performance specification as the fluid delivered was out of specification. No allegations were made against any of the hp's dialysis products related to this condition found during evaluation. The patient initially swapped the hc due to an unresolved system error 02, which is being addressed in a separate complaint. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). During further review it was determined that the temperature failed at fill 1, where the temperature was 39.6 degrees celsius. This temperature is within range, therefore, this event is no longer a reportable malfunction.

Manufacturer narrative:
(B)(4).the device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.